Event description:
A malfunction was reported by the customer, identified with code malf 12, occurring at least three times on the current pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer on using backup therapy with the existing pump, along with instructions for returning the faulty pump. The customer was informed that the replacement pump will have updated software, along with recommendations for sensor usage, and assured that training will be available through their account.